Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, and since the reported malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, a definitive root cause could not be determined for the burnt and chipped lamp shaft; however, it is likely due to insufficient thermal grease. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the bottom chassis rusted, front panel chassis rusted, lamp shaft got burnt and chipped. Sink-spring got burnt, a worn-out scope socket and poor connection. Corrosion on scope socket output. Igniter is firing weak, non-olympus lamp life meter is reading below 50 hours, light output measured w/in range. Lamp has insufficient thermal grease. - non-olympus lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the emergency lamp was coming on and blinking on the evis exera ii xenon light source. There were no reports of patient harm associated with this event.